Event description:
Nurse was restarting IV on pt using bd insyte autoguard ref 381433. Nurse notice that the green needle remained in the pt's arm after the catheter was removed from previous site. Nurse was able to pull out the green needle from the arm. Since that occurrence, there have been two other incidents of the same problem. All three incidents involved the same lot number (7165923) and expiration date (05/31/2020). All three incidents resolved without permanent injuries to the pts; 20 ga 1.00in 1.1 x 25 mm. FDA safety report ID# (B)(4).